Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard posterior stabilized tibial bearing 10mm x 71/75mm, catalog #: 183640, lot #: 657030. Vanguard posterior stabilized interlok femoral component left 65mm, catalog #: 183128, lot #: j6062256. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain, swelling and redness secondary to disassociation of the locking bar approximately four (4) months post-operatively. No additional patient consequences were reported.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through review of medical records. Visual inspection of the returned locking bar identified excessive wear (nicks/gouges), but dimensional analysis found the device to be within specifications. The device history records were reviewed and no discrepancies were identified. Analysis of the locking bar determined locking bar contact marks and deformation observations were inconclusive as to whether the locking bar was fully engaged with the tibial tray lug and it could not be determined whether the locking bar disassociation occurred due to improper insertion. Therefore, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.